Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) male pt, who used super poligrip original denture adhesive cream (B)(4) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip original. An unk time later, the pt experienced neuropathy and cold feet. This case was assessed as medically serious by gsk. Use of super poligrip original continued. At the time of reporting, the events were unresolved. The reporter refused to provide any add'l info. Super poligrip original is manufactured in (B)(4), and the product was not available. (B)(4).